Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function and occlusion. A spectranetics lead locking device (lld) was inserted within the lead to provide traction to the lead during extraction. The physician chose, among other tools, a spectranetics 14f glidelight laser sheath to aid in extraction. Reportedly during the procedure, the glidelight became lodged on calcium at the proximal portion of the lead's superior vena cava (svc) coil. The physician then chose to use an agilis catheter and gooseneck snare from a femoral approach in order to dislodge the rv lead tip from the rv apex. This technique was successful. The rv lead was freed, and then the glidelight device and the rv lead were removed together as one unit from the pocket. The patient survived the procedure with no reported patient harm. This report is being submitted due to the potential for serious injury if, with recurrence, a device was to get stuck on a lead.